Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized were hospitalized on (B)(6) 2017 due to high blood glucose of 600 mg/dl and over 400 mg/dl. Absence of occlusion alarm, an error saying the one minute destructive ram test failed and possible under delivery were reported. It was reported that the insulin pump has quit working. Reportedly, the customer could take it out and set it and it would push insulin through it, but when he went to bolus, it won't pump insulin out. Customer was getting dizzy, nauseous and light headed, sleepy and tired while at work and had to go to emergency room. The customer was wearing the insulin pump during the hospitalization. The device is expected to be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test at 0.08720 inches. No error alarms were noted. Unit received with minor scratched display window and case.